Manufacturer narrative:
Patient information is not available for reporting. Date of event was reported as an unknown date during the last week of (B)(6) 2016. This report is for two unknown guide wires. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Device is an instrument and is not implanted/explanted. The subject devices are not expected to be returned to the synthes manufacturer for evaluation and were reportedly discarded by the user facility. Therapy date--unknown date during the last week of (B)(6) 2016. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during the last week of (B)(6) 2016, during a tibial fracture repair, the guide wire for a 3.5.mm cannulated screw advanced further than expected resulting in the screw being implanted farther down the length of the bone (at a different implant location than originally intended). As the guide wire was inserted through the screw, when the drill bit was used over the wire, the wire advanced. The screw remains implanted in the bone despite the placement. The surgeon used a second guide wire and the same drill bit and the incident occurred again resulting in the same outcome. The surgery was completed without delay or harm to the patient. This report is for two unknown guide wires. This report is 1 of 1 for (B)(4).